Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset cup impaction handle broke. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Reported event: -customer reported a broken offset cup impaction handle. Device evaluation and results: -device evaluation was not performed and the rio® shell impactor-offset-rest-pst event was not confirmed. Device history review: -review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 09-23-2014 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present for all top and subassembly components. Complaint history review: -a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 209360, lot #: 028548, (B)(4). Conclusions: - the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. (B)(4). Device was not returned for evaluation

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset cup impaction handle broke. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.